Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot this mre review is for sterilization procedure only part: 04.015.530s. Lot: 3269838. Manufacturing site: selzach . Supplier: früh verpackungstechnik ag. Release to warehouse date:(B)(6) 2009. Expiry date: oct. 01, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico part: 04. 014.530. Lot: 3194898. Manufacturing site: mezzovico. Release to warehouse date: (B)(6) 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown date is 2019. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision of a tibia construct occurred on (B)(6) 2019 due to infection. Patient was revised to another cancellous screw at the proximal portion of the nail/tibia. Infection was cleaned out. Procedure was completed successfully. This is report 2 of 3 for (B)(4). This complaint is linked to (B)(4) which captures the intraoperative event.